Event description:
It was reported that on (B)(6) 2022, a 5-4mm amplatzer duct occluder was chosen for implant using a 5f amplatzer torqvue delivery system. During procedure as the device was being deployed, the physician felt as if there was some resistance when deploying the device, so the device was recaptured and removed from the patient. It was reported that there was an unknown deformation. There was no interaction with cardiac structures during deployment. There was no angulation or kink in the delivery system. The decision was made to replace the device with another 5-4mm amplatzer duct occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty and device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.